Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms. The customer reported that the temperature conditions at the time of the alarm occurred was normal. Additionally, the customer was unable to charge the pump with another wall adapter. The customer's blood glucose level was not impacted. It was indicated that the customer would use manual injections as an alternative insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.